Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02485. It was reported that the patient had a spinal infection. In turn, surgical intervention was undertaken wherein the entire system was explanted. The infection has reportedly resolved postoperatively.

Event description:
Device 2 of 2; reference MFR report # 1627487-2019-02485.

Manufacturer narrative:
Date of explant - explant date removed as it is unknown.

Event description:
Device 2 of 2; reference MFR report # 1627487-2019-02485. As the exact date of explant is unknown, the explant date has been removed.